Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis (B)(6) 2018. Customer¿s blood glucose was 600 mg/dl and 772 mg/dl at the time of hospitalization. Customer had a symptom like kidney failure and vomiting. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.